Event description:
It was reported that a user experienced repeated ¿38 ¿ insulin, consecutive stalled motor¿ errors during restart despite multiple supply changes and guided steps to remove supplies, restart from the menu, select change cartridge and tubing, and initiate rewind, after which the error recurred. Symptoms included no reported adverse clinical effects. Outcomes included device replacement to restore therapy continuity. Investigation included review of user-reported troubleshooting and operational history, including restart attempts, supply replacements, and rewind sequence. Investigation of this case revealed a persistent motor stall alarm consistent with a device malfunction localized to the pump drive mechanism during the rewind step, with no user error identified. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.